Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the lv lead was found dislodged. During revision procedure the lead was repositioned. There were no consequences for the patient.